Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the surgeon prepared to fire device on vessel, heard the battery and motor begin to work but knife did not continue after engaging. Surgeon stopped and tried to use reverse button and was not sure if it had cut or not, so used manual overdrive to be certain the knife was not advanced. On white reload you can see one line of staples looked like they were pushed out and that is it. Surgeon opened another device and was able to complete case without any further issues. No further information is available. There was no adverse consequence to the patient.